Event description:
The clinician reports that the day the implant was placed in ada 21 of the patient's mouth, failure occurred upon insertion. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, bleeding and fistula. No further patient complications were reported.